Manufacturer narrative:
The product was not returned to abbott vascular for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints reported from this lot. The investigation was unable to determine a conclusive cause for the reported balloon rupture. There is no indication of a product quality issue with respect to manufacture, design or labeling. The additional armada device referenced is being filed under a separate medwatch report number.

Event description:
It was reported that the procedure was to treat a non-tortuous, moderately calcified anterior tibial artery. Two armada 18 balloons (2.5x200mm and 3x200mm) were separately advanced to the lesion and inflated once at 8 atmospheres and ruptured. The devices were removed and case was aborted. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.